Manufacturer narrative:
The investigation determined that higher than expected bhcg results were obtained on a patient sample processed from using vitros total b-hcg reagent on a vitros 5600 integrated system. An instrument issue is the most likely contributing factor to this event. Prior to service actions, an ortho field engineer identified white debris at the base of each well wash filter and the aspirate filters were completely blocked. After service and maintenance actions including well wash, ring, lift pins and signal reagent adjustments were completed by an ortho field engineer, expected vitros total b-hcg performance was obtained. In addition, pre-analytical sample handling could not be ruled out as a contributing factor as the customer is not following the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A review of historical bhcg quality control performance indicated that results were within expectations for accuracy and precision and a reagent issue could be ruled out as a contributing factor.

Event description:
The customer observed higher than expected bhcg results (>15000, 15001.3 versus expected <2.39 miu/ml) from a patient sample processed using vitros total b-hcg reagent on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The unexpected vitros bhcg results were not reported outside of the laboratory. There is no allegation of patient harm as a result of this event. (B)(4).